Manufacturer narrative:
H6: updated annex e code, updated device code a0706. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97755; serial #: (B)(4); product type: recharger; product ID: 97745; serial#: (B)(4); product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported when recharging, patient had variable coupling of good and excellent but then would also see poor recharge quality without the recharger antenna (rtm) moving at all. Caller saw this in clinic today. Ins was not tilted or deep. It was flat on the surface of the skin. Patient noticed change in recharging about 3 months ago after a fall when she hit her pocket site and it was bruised. A replacement rtm was sent to the patient. Additional information was received from a patient. It was reported that patient is getting system problem rm04, call manufacturer while trying to recharge the ins. Patient stated that the recharger has already been replaced. Patient further reported that an ins replacement surgery is scheduled because patient fell five months ago. The patient felt that since their ins is going to be replaced, patient should have all new equipment as well to make sure everything is working correctly. It was noted that a manufacturer rep has helped patient since the fall that happened five months ago. Patient was redirected to repair department and a controller was requested. No new information received.